Event description:
The biomed engineer reported a failure code of 715. The biomed stated that there have been no patient incidents since the last baxter service event. Information was requested but details were not available regarding patient status, medical intervention, patient injury, medication involved, tubing product code, infusion rate or set up of the infusion device. Additional contact information was requested but no additional contact was provided.